Event description:
It was reported patient underwent a left hip arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2014 due to a fractured lag screw after a patient fall. The trochanteric nail and lag screw were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted component showed evidence of possible fatigue fractures.